Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device withheld therapy during an episode of ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) incorrectly interpreted the episode as sinus tachycardia. Reprogramming was done for the device. The ICD remains in use. No patient complications have been reported as a result of this event.